Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply cord.

Manufacturer narrative:
One cardiomems patient electronic system and accessory set was received for evaluation. External visual inspection of returned material revealed exposed and frayed wires on the power supply cord. The backplate of the device was removed and a test power supply was connected. The unit was powered on with no issues observed.